Event description:
It was reported that the patient experienced discomfort during sleep due to the pocket position. During the pocket revision procedure, after the pocket opening, it was also observed the right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced, and the pacemaker was repositioned more medially and remained implanted after the reoperation. The patient was in a stable condition.

Manufacturer narrative:
Correction: section a2, the correct patient age units should have been "year(s)" rather than "day(s)".